Event description:
It was reported that the customer did not think that the basal was being delivered. The customer could hear the bolus being delivered, but not the basal. The customer changed the infusion site twice. The customer;s blood glucose level was 400 mg/dl. Tandem technical support performed a system check and found the cartridge and tubing functioned as expected.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.